Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers of the device. The tip of the anchor appeared to be broken. A visual inspection revealed that the device was returned with debris on the anchor and sutures. The suture threader tab had a suture tied to it. The anchor retention suture had been removed. The anchor plug had been fully advanced, and the anchor tip had fractured off. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. ¿ read these instructions completely prior to use. ¿ breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. ¿ rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. A clinical evaluation concluded that based on the limited information provided, it was unclear if the instructions for use were adhered to. The instructions caution that use of excessive force during insertion can cause failure of the anchor or insertion device. The footprint anchor is implantable, so biocompatibility is not an issue. Since it is unknown if any fragments were retained, the patient impact beyond local irritation/discomfort and/or migration cannot determined. The complaint was confirmed. Factors that could have contributed to the event include excessive force during insertion, improper torque limiter settings, or improper preparation of the insertion site.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during shoulder rotator cuff repair surgery, the footprint anchor was fractured when screwed-in. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.